Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the lead or the device were not returned for analysis. However, performance data collected from the device was received and analyzed. Programmer dated showed three alerts for "right ventricular (rv) lead bipolar lead impedance greater than 2000 ohms", "rv defibrillation of greater than 200 ohms", and "superior vena cava (svc) defibrillation greater than 200 ohms" on 2013 (B)(6). Concomitant product: (B)(4), 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was displaying high impedance measurements through the patient's new ICD and an unusual electrocardiogram was observed post closure. The pocket was re-opened and the rv lead was disconnected and reconnected three times with the same results. The ICD was removed and replaced with a new one and no issue was seen on the subsequent device check. No patient complications have been reported as a result of this event.